Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient services asked if the patient¿s first implant died due to normal battery depletion. The patient replied that the healthcare provider (hcp) did not tell her, and that she went to the interstim clinic where they tried to "turn it up", but she "left the table" with them being unable to increase the stimulation intensity past 1.0v. The patient reported that this occurred a month before surgery on the (B)(6). No symptoms were reported. No further complications were anticipated/reported. [Refer to (B)(4) for information related to the patient¿s current device- not feeling stim/cant hold it and (B)(4) for information regard an infection at the implant site].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-aug-15 crts (B)(6) (con): information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient services asked if the patient¿s first implant died due to normal battery depletion. The patient replied that the healthcare provider (hcp) did not tell her, and that she went to the interstim clinic where they tried to "turn it up", but she "left the table" with them being unable to increase the stimulation intensity past 1.0v. The patient reported that this occurred a month before surgery on (B)(6). No symptoms were reported. No further complications were anticipated/reported. Additional information received. Health care provider reported that the revision was due to abnormal impedance and the inability to run device about 0.6 and pain and fall. They also started that the reason for not being able to turn up the device was due to a scar tissue and they attempted reprogramming and then device was explanted.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported their first device went bad and the doctor replaced the whole system. The patient reported the reason the device had to be replaced was it wasn't working. No patient symptoms were reported. No further complications were reported or anticipated.